Event description:
Internal "blood leak" reported with first use of dialyzer, non-reuse. Blood loss estimated at 200 cc due to discard of the extracorporeal circuit. No medical intervention reported and no further pt info is available. Complaint sample was discarded. MDR filed due to blood loss reported.